Event description:
A (B)(6) female pt's spouse called zoll customer support to report a broken trunk cable belt connector. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable/adjust belt messages) was confirmed. Upon eval, the trunk cable connector was broken off the trunk cable. The root cause of the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged trunk cable connector. The pt received a replacement electrode belt.